Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm and then a motor error alarm. Customer's blood glucose was 159 mg/dl. Customer did report a motor position encoder error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was not able to troubleshoot for no delivery alarm due to discarding infusion set and reservoir. Customer was advised that insulin pump would need to be replaced.